Event description:
Additional information was received from the patient. They reported that dallas worked with them to reset the stimulator to the point of meeting them to reset it. The stimulator is charging and working as it should.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant was not charging. Patient said they had to have a CT scan every 6 months, and since the last time they had one, they hadn't been able to get their implant to charge. Patient said they just had the scan done not long ago, so it had probably been at least 2-3 weeks since they last charged their implant (patient later said they first tried to charge 2-3 weeks ago and were unable to) - they had to charge about that often. Patient explained when they put their belt on and tried to turn the implant on like they always did, they were getting a screen that said it was trying to connect but couldn't. Patient described seeing the reposition antenna screen. Patient said their manufacturer representative (rep), had directed them to call. Patient mentioned they were in pain because they couldn't charge their implant, and they wished there was a feature that would buzz or beep to let them know when it was time to charge; agent reviewed information - they can see charge levels with programmer. The issue was not resolved. Agent reviewed information about potential over discharge. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.